Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling,which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor device had a damaged component - cable/cord/wiring, motor and control defect, tool does not hold, coupling worn out, hose damaged, lid was missing and the machine becomes hot. It was further noted that the device failed pre-test for air pump assessment, safety assessment, hand control, temperature, motor thermistor, cutter lock and loctite and cable assessment. It was noted in the service order that the device was noisy and had an error e5 (fault in active handpiece). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.